Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The instrument jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped shows no errors. An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler blue reload was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. A review of the blue reload did not show any firing failures. Additional observations not reported by site that are not related to the customer reported complaint were identified: the reload was found to have a lodged staple in the knife a track, at the distal end. Failure analysis unable to confirm the complaint with this failure due the lodged staple being found ahead of the knife. The knife was pushed back to remove the lodged staple. The reload was found to have cartridge damage. The location of the damage is along the knife track where the lodged staple is located. No missing material. The reload was found to have mechanical indentation damage to the knife blade.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform stapler 60 instrument staples hung up in tissue in the fourth staple load. The procedure was completed with no reported injury.